Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: loose screws and wheel detachment on the the trolley. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation: this event is due to the casters of the ventilator trolley being loose. This event is caused by long-term mobile use and can be resolved by tightening. The clinical staff should thoroughly check the ventilator set during routine maintenance and inspection. This event is a maintenance problem and has nothing to do with the quality of the product itself. Reason for not taking control actions: 1. It is a maintenance problem and has nothing to do with the quality of the product itself. 2. The casters of the trolley being loose can be solved after tightening up. 3. Our agent engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 4. The problem was found before patient connection, so no injury was caused to the patient. Similar problems can be always found through the inspection or preparation before the patient connection. The machine will be suspended from use timely. The event is unlikely to cause injury and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of the adverse event, and does not need to be reported. In summary, no control action is required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: loose screws and wheel detachment on the the trolley. No patient involvement.